Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the needles used to fix the muscles in place could not be inserted through the designated openings, as the openings were too narrow and the suture channels were not continuous. The surgeon was required to apply significant force to penetrate the specified suture channels, which resulted in the needle deviating laterally during the procedure and causing an injury to the surgeon. No surgical delay or any medical intervention were reported at intake.